Event description:
It was reported that a revision surgery from the left hip was performed due to unknown reasons. This is a bilateral patient. Previous report was submitted under MDR 3005975929-2018-00494.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head, r3 liner and modular sleeve were removed. The r3 shell and anthology stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 liner, r3 shell, hemi head, modular sleeve and threaded hole cover was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell and threaded hole cover. Similar complaints have been identified for the r3 liner, hemi head and modular sleeve. This failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue.review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. The reported intraoperative findings of metallosis, elevated cobalt and chromium levels and wear are consistent with findings associated with metal debris. However, without the complete medical record, supporting imaging, and/or the analysis of the explanted components, the root cause of the reported metallosis cannot be confirmed, and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. Additionally, micromotion of the device due to the patient¿s multiple falls cannot be excluded as contributing factors to the reported wear. The patient impact beyond the revision and postoperative healing cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.